Manufacturer narrative:
The reported event was confirmed as use-related. The evaluation noted that the catheter was cut at shaft. The surface was normal in appearance with the presence of smooth and clear cut. The catheter broke due to the patient pulling it off. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use were found adequate and state the following: ¿(1) do not inflate the balloon in the urethra. (The urethra may be injured) (2) do not pull the catheter hard. (The bladder/urethra maybe injured) 2. Applicable patients (1) patients with delirium who might pull out catheter (when patient tugs at catheter unconsciously, the bladder and urethra may be damaged). Contraindications 1. Method for use: (1) do not reuse. (2) do not resterilize. (3) be careful that the catheter is not exposed to ointments, contrast medium or oil-based lubricants (including vegetable oils such as olive oil, mineral oils such as white petrolatum and animal oils). [They may damage the device and may burst balloon.] (4) do not hold the device with forceps, etc. Avoid contact with any blades or sharp-edged instruments. [Catheter damage may cause balloon rupture and accidental balloon removal or failure to deflate or remove the balloon.] 2. Applicable patients (1) do not use on patients who are or have been allergic to natural rubber latex."

Event description:
It was reported that the catheter had ruptured. It seemed that the patient had pulled out the catheter. Per additional information from the ibc via email on (B)(6)2019, the catheter was pulled out by the patient causing it to break along the shaft of the catheter. Only the proximal tip of the catheter was returned, it was 16 cm in length and the rest of the catheter was discarded at the facility.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the catheter had ruptured. It seemed that the patient had pulled out the catheter. Per additional information from the ibc via email on (B)(6) 2019, the catheter was pulled out by the patient causing it to break along the shaft of the catheter. Only the proximal tip of the catheter was returned, it was 16 cm in length and the rest of the catheter was discarded at the facility.